Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), rewind anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l. Low/short battery lifetime customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7841zn. No product return is required for mmt-1884l.

Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump passed the self test, displacement test, rewind test, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement test and active current measurement test. All currents within spec range. The pump was monitored and no charge battery lasts less than expected noted during testing. No rewind anomaly noted. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. Low battery alert: 11/27/2024 19:57:00.000, battery inserted system time: 11/08/2024 18:44:58.000 customer did not experience an unexpected power loss of less than 7 days due to no records of low battery alert fault 104 in the pump history files. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged charge/battery lasts less than expected not confirmed. Rewind anomaly not confirmed. Exposed to moisture on battery tube assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.